Manufacturer narrative:
No customer material was received to carry out a further investigation. The investigation did not identify a product problem.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. At 10:17 am, the meter result was 307 mg/dl, while at 10:20 am, the meter result was 413 mg/dl the medical staff did not believe the results.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The qc was performed within 24 hours of the event, and it was acceptable. No test strips were available to be returned for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The investigation is ongoing.